Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 341 (positional interrupt error) during patient infusion in the medical surgery area. It was stated that the patient was on a hill-rom envella bed which combined with low humidity in the patient room, caused electrostatic discharge to disrupt the infusion pump, stopping the delivery of medication (medication, programmed amount and delivery rate unknown). To the patient and initiating the system error. The hospital has removed the envella bed from their order set and will be using an older hill-rom bed for this specialized patient population (pressure wounds in multiple locations). No additional information is available.